Event description:
Pt was taken to radiology special preocedures suite for removal of a fractured mediport catheter with the distal end emolized to the heart. Access was obtained in the right common femoral vein with ultrasound guidance. A 25mm looped snare was used & successfully engaged to the fractured catheter piece to remove it from the right atrium & ventricle.